Manufacturer narrative:
Event date is approximate due to lack of details.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to infection. The ipp was explanted and replaced with a new ipp. No additional adverse patient effects were reported.